Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's insertable cardiac monitor was not able to be interrogated with bluetooth low energy (ble) telemetry. No intervention was performed. There were no patient consequences.